Event description:
The patient reported presenting to the emergency room with elevated blood glucose levels after the phone used to manage the omnipod application broke, which affected insulin delivery management. No specific blood glucose values were reported. No additional information was provided regarding any diagnosis or treatment received during the emergency medical evaluation. The patient confirmed that medical assistance was sought solely due to the inability to manage omnipod therapy settings as a result of the broken phone and not due to a pod malfunction. No further details were reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and emergency room visit. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone18.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.